Event description:
It was reported that the guide wire hole used for targeting the chevron osteotomy is missing (not there) from the aiming arm.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated (B)(4) 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Manufacturing evaluation revealed the condition of the device received was noted as the guide wire hole used for targeting the chevron osteotomy was missing. Visual inspection showed that the aiming arm was produced and confirms to the revision specifications at the time. The complaint is invalid from a manufacturing standpoint. A review of the device history record did not reveal issues that could have contributed to the reported event.